Event description:
Customer reports the device will not perform a self test. Customer stated this is a unit used for training and there was not pt involvement. Reported condition has been duplicated by service rep.